Manufacturer narrative:
The biomedical engineer (bme) reported that the waveform starting to "act crazy" going up and down and flatlined. The patient was fine the whole time and no injuries happened. The issue was resolved by changing the lead wire in 5 mins. Central nurse's station (cns) monitoring a patient on a telemetry transmitter. The customer later stated that cns was not alarming at all during this time. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the waveform starting to "act crazy" going up and down and flatlined. The patient was fine the whole time and no injuries happened. The issue was resolved by changing the lead wire in 5 mins. Central nurse's station (cns) monitoring a patient on a telemetry transmitter. The customer later stated that cns was not alarming at all during this time. No patient harm was reported.